Event description:
It was reported the patient received the following results within 15 minutes: 115 mg/dl (patient meter) and 70 mg/dl (laboratory result).

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Section h6: device was received in a condition which made analysis impossible. Customer returned an empty test strip vial.